Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
The device has been explanted.

Manufacturer narrative:
Continued e1 phone number :(B)(4) a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV

Event description:
Healthcare professional reported "(left side): IV capsular contracture, pain, swelling" the device remains implanted.